Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the sheath was noted to have a bent damage along with a invaded tip. No anomalies were found on the returned components. Due to the tip damage on the sheath, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the physician deployed both discs across the interatrial communication. A recapture was necessary, but the prosthesis did not enter the sheath even under traction. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. During implant, a amplatzer septal occluder was attempted to be retrieved back into the delivery sheath, however this was unsuccessful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, and with out the device to analyze, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.